Manufacturer narrative:
(B)(4). Report 3011137372-2021-00295 is retracted based on additional customer information stating that only one driver was involved in an event, not two as originally reported.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The customer states that they were using item 9058 on a larger patient and it started to bog down. He said they do not use this product much and have only had it about 6 years so this sounded like a product issue. The patient was found unresponsive. The patient is deceased. In response to the delay in gaining access contributed to the patient's death, the answer is no. Full acls protocol was performed. The patient died following the code event. The attempted access site was the distal tibia site using a 45mm yellow needle with firm pressure as directed. The operator has placed an ez-io before. The device was used per IFU. No manual placement was attempted due to the patient's large size. The delay in achieving access was approximately 5-7 minutes. A back up driver was used without success. We ended up gaining access at 1 peripheral site and also used the et tube.